Manufacturer narrative:
(B)(4). The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the device was returned without the over-sheath. Microscope examination was performed on the bushing, and no discernible failures were observed. Dimensional analysis was performed on the bushing outside diameter to further analyze the deployment issue, and it was confirmed to be within specification. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip reached the wound and was able to grasp and lock onto tissue; however, the clip could not be detached from the catheter to deploy even after several attempts of pushing the handle. Following the attempted deployment, the clip opened. Reportedly, the physician withdrew the clip, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.